Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, with a recent spike in the already out of range measurement. Additionally, pacing impedance measurements also increased, however, they are still within normal ranges. A change in patient condition is being suspected. Further evaluation of the patient was discussed. This device remains in service. No adverse patient effects were reported.